Manufacturer narrative:
H3, h6: the kit svc o2 (B)(6) enclosure charger was returned for analysis. Analysis found that the complaint could not be confirmed. The charger enclosure was dirty and the fans were matte the unit was cleaned and it was confirmed that the charger cards were seated correctly. Charger enclosure was tested by using automated test equipment (ate). Test data results confirmed the current, voltage and temperature levels were within spec. Evaluation codes that apply to this testing: 10, 213, 67. Analysis of the kit svc o2 (B)(6) tray asy 4 battery found that the complaint was confirmed. The battery failed visual inspection and it was electrically over stressed. Evaluation codes that apply to this testing: 10, 4203, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000175, serial/lot #: rev. 2 : s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that there was a mechanical failure. They replaced the charger enclosure and battery tray. The system then passed the system checkout and was found to be fully functional. Casepart (B)(4) and casepart (B)(4) was returned for analysis and is currently under analysis. Conclusion not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site had notified him that the red light on the imaging system was on. It was known that one of the charger boards had gone bad and was tested by the engineer. There was no patient present when this issue was identified.